Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading low mg/dl, and the bg meter was reading 520 mg/dl. The patient had a seizure. There was no information of treatment. It was reported that the patient¿s mother waited for the patient to ¿calm down¿ without providing him with any treatment. He was not brought to the emergency room. The patient was ¿doing okay¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.